Manufacturer narrative:
Additional information was received that repair of the device has been completed by the customer.the customer reported to have ran unit for 2 days after all tests with extended self-test (est) and short self-test (sst)and could not duplicate the problem. The unit was returned into service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 generated loss of communication errors and became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. At this time, it is unknown if there was any harm to the patient. A technical support engineer (tse) recommended that the customer perform a ground isolation test, document patient settings, and perform self testing on the device. Customer was instructed to call back if the recommendation did not correct the failure. Medtronic/covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.